Event description:
It was reported that the shaft broke. While using a guidezille guide extension catheter, the shaft broke. A snare was to remove the device from the patient, no further patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
It was confirmed that this case is a duplicate of MDR ID: 2134265-2015-00022 (bsc ID: (B)(4)).

Event description:
It was reported that the shaft broke. While using a guidezille guide extension catheter, the shaft broke. A snare was to remove the device from the patient, no further patient complications were reported.